Event description:
The information received from the account states that this female patient (age unk) was presented to the interventional lab for stenting procedure of the left superficial femoral artery (sfa). The physician made access in the right femoral artery and used an up and over sheath to access the lesion. The information states that the product looked normal when it was taken from the packaging and was properly prepped. When the physician began to advance the stent delivery system (sds) over a guidewire and through the sheath he noticed that the sds was broken at the mid-shaft point of the catheter. When the physician attempted to remove the sds he felt resistance from the wire, but after approximately 5 minutes he was able to remove the sds without losing target access. Another stent was opened and the procedure was successfully completed. There was no reported patient injury.